Manufacturer narrative:
Reportable as manual resuscitation failed to provide adequate ventilation. Complaint was confirmed. Root cause could not be determined for if the complaint was due to assembly error or handling error when device was being prepped for use. Inventory could not repeat the reported defect; however, an additional inspection was created to ensure product maintains pull force consistency.

Event description:
Reported failure of manual self-inflating resuscitation bag device ("ambu bag") during laryngoscopy. Anesthesia noted high pressure to ventilate a patient under general anesthesia, after intubation. Anesthesia switched to manual resuscitation with continued decrease in oxygen levels. Subsequent respiratory and cardiac arrest. Attending surgeon performed emergent tracheostomy incision, confirmed endotracheal tube in place, and did not complete insertion of tracheostomy. Different brand of resuscitation bag obtained and oxygen saturation recovered. After return of spontaneous circulation, surgery aborted and patient admitted to intensive care unit. Upon review, previous episode of failure of self-inflating resuscitation bag device (west med bag easy resuscitator ref (B)(4)) in (B)(6) 2022 after event in emergency department with several bags used during code event. Failure appears to be when bag is pulled from the mouthpiece during preparation, causing a leak in the flange between the hard plastic mouthpiece and soft bag portion. This may be a disconnect or tear in the reservoir bag or seal.

Manufacturer narrative:
Reportable as manual resuscitation failed to provide adequate ventilation.

Event description:
Reported failure of manual self-inflating resuscitation bag device ("ambu bag") during laryngoscopy. Anesthesia noted high pressure to ventilate a patient under general anesthesia, after intubation. Anesthesia switched to manual resuscitation with continued decrease in oxygen levels. Subsequent respiratory and cardiac arrest. Attending surgeon performed emergent tracheostomy incision, confirmed endotracheal tube in place, and did not complete insertion of tracheostomy. Different brand of resuscitation bag obtained and oxygen saturation recovered. After return of spontaneous circulation, surgery aborted and patient admitted to intensive care unit. Upon review, previous episode of failure of self-inflating resuscitation bag device (west med bag easy resuscitator ref (B)(4)) in (B)(6) 2022 after event in emergency department with several bags used during code event. Failure appears to be when bag is pulled from the mouthpiece during preparation, causing a leak in the flange between the hard plastic mouthpiece and soft bag portion. This may be a disconnect or tear in the reservoir bag or seal.